Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 498 mg/dl. The customer¿s other blood glucose level was 298 mg/dl. The insulin pump had a crack and scratch on the bottom right of the display screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined the troubleshooting for high blood glucose levels. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No cracks on the screen noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.